Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa), a 6x150mm armada 35 ll percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use, advanced without any resistance noted and intended to be inflated. However, a leak was noted in the hub and the catheter was withdrawn reportedly, under fluoro from the patients anatomy. A 6x100mmx80cm foxcross balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned and the reported leak was confirmed. When pressurized, fluid leaked out at the distal end of the strain relief tubing. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.